Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection upon receipt find no anomalies which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The perfusion record and the additional information were interpreted as follows; (1) 10 minutes after the initiation of the procedure, pao2 suddenly dropped from 300mmhg to 70mmhg; (2) bypass started at 10:13 and the actual sample was changed out at 10:43; (3) po2 cdi at 10:14 was 281mmhg, thereafter it started to drop down to below100mmhg by 10.34; (4) po2 cdi at 10:22 was 6mmhg, which is too low of a value during the circulation; (5) po2 cdi from 10:36 to 10:43 was above 400mmhg with no drop below 70mmhg; (6) the gas flow rate at 10:13 was 2.00l/min, which was changed to 2.50l/min at 10:15; (7) the gas flow rate from 10:20 to 10:26 was indicated as 0.00l/min; and (8) thereafter, the gas flow rate was changed to 8.00l/min. At 10:27. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, the cause for the reported event cannot be definitively determined based upon the available information. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: the blood cardioplegia suddenly dropped, c02: 300 mmhg -70 mmhg and #160 continued to fall; the fe02 100% gas flow 8 liters 02 with no improvement in oxygenation; the oxygenator was changed out to a fx25rw; the perfusion protocol stated that on (B)(6) 2016 the oxygenator was confirmed to be a part of the hmt pack; the problem started approximately ten minutes after starting the procedure; the exchange caused only five minutes in delay; there was no blood loss; new artificial lung replacement completed the surgery; and the patient was not harmed.